Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm approximately 1 month ago. The vessels had moderate tortuousity and mild calcification. The aortic neck had an angulation of 65 degrees and it was 11mm in length. The pt has a history of hypertension, chronic obstructive pulmonary disease and tobacco use. It was reported that after the talent stent graft was implanted, there was type 1 endoleak seen on the final angiogram. The physician elected to place a talent aortic cuff; however, the endoleak did not completely resolve and the decision was made to continue monitoring the pt. The physician believes the endoleak will resolve without treatment. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Required intervention. Endoleak. Angulated aortic neck.